Event description:
It was reported, the mitral valve was implanted and following the procedure, the ID tag that had been removed from the valve was sent to the microbiology lab for culturing. The testing results showed proteus mirabillis, klebsiella pneumoniae, escherichia coli, and enterococcus species. The pt remained in the hospital two weeks postoperatively while treated with antibiotics. The valve remains implanted and the pt was reported to be stable. Please note: all sjm mechanical valves comply with validated steam sterilization methods prior to release per FDA, and iso standards and requirements. Therefore, this results in a very high assurance level of sterility. In addition to the cycle validation, the process for final release includes a direct confirmation that each sterilization cycle operated within the validated parameters.